Manufacturer narrative:
Correction: d10, h6 annex f, h11 product event summary to include data files. Continuation of d10: product ID: afapro28, product type: balloon catheter product event summary: the 4fc12 sheath with lot number 0012884876 and patient data files were returned and analyzed. The patient file showed 11 applications were performed with catheter afapro28 / 23673. The patient file did not show any system notices on the reported date of the event. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.63 inches from the tip. Visual inspection of the handle did not reveal any anomalies; there were no cosmetic issues, and the side tube was connected properly to the handle. Visual inspection of the dilator showed the tip was damaged. The steering mechanism and deflection tests were performed; the shaft was bending as initially intended in the plane. There was no difficulty, friction, or any noise in the steering mechanism. Leak testing of the pressure, flushing, and aspiration mechanisms were all within the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported clinical issues of tamponade, hypotension, bradycardia, and effusion occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The sheath did not pass the returned product inspection due to a shaft kink and dilator tip damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported the patient had a pericardial effusion that developed into a cardiac tamponade. Despite a pericardiocentesis during surgery to drain the fluid, the fluid accumulation gradually increased, necessitating a transfer to surgery for an open-chest procedure. The patient's vital signs are now stable.

Manufacturer narrative:
Continuation of d10: product ID: 2ach20 product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient was observed to have hypotension and bradycardia, and developed cardiac tamponade. The procedure was immediately stopped and pericardiocentesis was performed for emergency rescue. The case was aborted the patient was not under general anesthesia. The patient was then transferred for surgical intervention. The patient¿s vital signs were stable on the reporting date and had been admitted to the ICU for observation. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.